Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The initial reporter was a healthcare provider (hcp). The representative studied the catheter and saw a section that showed thinning. The cause of the dimpling was not determined, but the section was revised. The representative had not been informed by the hcp or staff on the status of the patient post operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11013r04, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 100 mg/ml compounded morphine at a dose of 17 mg/day and 60 mcg/ml compounded baclofen at a dose of 10.2 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had acute increased pain in (B)(6) 2017. The patient had the pump replaced due to elective replacement indicator (eri). Upon checking the catheter pump connector, the healthcare provider (hcp) noticed some dimpling and was not aspirating drug or cerebrospinal fluid (csf) well. The hcp revised the catheter and put a new pump connector on the catheter. The dosing was going to be decreased due to the issue. It was considered a sudden change in therapy/symptoms.